Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.50 x 20 mm stent delivery system was returned for analysis broken in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 23.2 cm distal to the distal end of the strain relief as well as multiple hypotube kinks immediately distal and proximal to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30jan2020. It was reported that the shaft broke in a portion that could not enter the patient's body. The 75% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery (lad). After placing a 6fr ebu 3.5 non-bsc guide catheter and a non-bsc wire in the proximal lad, a 4.50x20mm synergy ii drug-eluting stent was advanced to treat a moderate thrombus but the shaft snapped at the hub. The device was completely removed. The procedure was completed with another non-bsc wire and another 4.5x20mm synergy stent of same. No patient complications were reported and the patient was doing great. However, returned device analysis revealed hypotube separation.